Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual examination of the returned device found that the stent was pulled distally along the balloon. This resulted in the proximal edge of the stent being positioned at 1mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned out over the distal markerband. The balloon did not appear to have been subjected to any positive pressure. The hypotube section of the device was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during unpacking for a stenting treatment procedure, the stent moved on the balloon. After the device was pulled out of the package, it was noted that the stent on the balloon was loose. The device was exchanged to a non-bsc bare metal stent. The physician predilated the lesion with a 4.0x15mm non-bsc balloon. The procedure was successfully completed with another of the same device. No patient's complications were noted and the patient condition was noted as fine.